Manufacturer narrative:
H6 - health effect clinical code: 4581 - negative dysphotopsia. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. Negative dysphotopsia was reported by a patient and not by the surgeon. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.